Event description:
It was reported the catheter sheared off after 5 days of use and interventional radiology had to retrieve catheter. The patient's current condition was reported to be fine. Medwatch received reports: "the patient had an endurance catheter in his right forearm, but was complaining of pain when staff attempted to flush the catheter. The catheter was removed, but upon removal the catheter tip was found to have remained in the vein of the patient. This occurred just prior to a planned ivc placement and the provider was able to remove the catheter from the patient's upper arm vein during that procedure through the same access site (common femoral artery)."

Manufacturer narrative:
Qn#(B)(4). Medwatch report# mw5116902. The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cut/torn endurance catheter was able to be confirmed based on the customer photo. The image shows an endurance catheter with the catheter body torn/separated adjacent to the nose of the juncture hub. However, a complete visual inspection of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage". The IFU also states, "do not retract needle/handle while threading catheter. Failure to keep needle/handle stationary may prevent catheter from threading into vessel". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter sheared off after 5 days of use and interventional radiology had to retrieve catheter. The patient's current condition was reported to be fine. Medwatch received reports: "the patient had an endurance catheter in his right forearm, but was complaining of pain when staff attempted to flush the catheter. The catheter was removed, but upon removal the catheter tip was found to have remained in the vein of the patient. This occurred just prior to a planned ivc placement and the provider was able to remove the catheter from the patient's upper arm vein during that procedure through the same access site (common femoral artery)."

Manufacturer narrative:
(B)(4). Medwatch report# mw5116902.